Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The tip seal was dislodged. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the guidewire. A fresh 0.014 guidewire was inserted in the lumen of the lead and came to an obstruction at the distal end of the lead. The tip seal was dislodged within the distal tip nose of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant attempt, the left ventricular (lv) lead was opened on a sterile table, and a competitor guidewire was passed through but there was a sensation of the guidewire being caught and it didn¿t come out smoothly from the lead tip. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.